Manufacturer narrative:
DHR/bhr review (lot#4360476): the products of this batch were assembled at intima ii auto line 4 in feb 2025, and packaged at r245 package line in feb 2025. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The smartsite batches used in this batch of products is 24128377, review the incoming inspection results, no abnormalities. No defective samples and photos have been received for the complaint. The retained sample of this batch is taken for 45psi leakage test, the leakage test is qualified, there is no leakage at the connector. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect state of the complained sample cannot be confirmed, the root cause of the leakage at the connector cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc leaked at adapter tubing junction. When establishing intravenous access with an indwelling cannula, fluid leakage occurred from the pre-connected positive pressure connector of the indwelling cannula. After replacing it with a prn, normal use was possible and there were no adverse consequences for the patient.